Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. A review of the event history log confirmed the error had occurred. The reported problem could not be duplicated during functional testing. Inspection and testing of the device could not determine a root cause for the worn parts. The position pot was replaced as a preventative measure. After device repair and recalibration, the device was found to pass all deliver, accuracy and functional tests.